Manufacturer narrative:
(B)(4).

Event description:
Provider states the unit stops running ((B)(4)) and o2 port is broken ((B)(4)).

Event description:
Provider states the unit stops running (i100136856) and o2 port is broken (i100140607).